Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages were not crossing. A technical support specialist (tss) reviewed the system and identified that a large number of messages were queued and waiting to be processed, indicating a delay in message handling. The tss restarted the external messaging service, after which the queued messages began processing. The tss further examined the database and confirmed that messages were being received but were not being processed correctly. The tss resolved the issue by restarting the interface services, which restored proper message processing and brought all stations out of critical override mode. The tss confirmed resolution and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the messages were not crossing. User was unable to pull medications under the patient profile. However, there were no delay or adverse events or injuries reported based on this event.